Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, during an embryo transfer procedure, 4 guardia access embryo transfer catheters had an unknown oil-like substance on the inner wall. The procedure was completed by using another new device. The issue with these devices, was discovered prior to making contact with the patient and they were not used. The catheters were rinsed with sydney ivf blastocyst medium. No adverse effects have been reported due to the alleged occurrence. Investigation / evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. Four guardia¿ access embryo transfer catheters were returned for investigation. Visual exam of the returned transfer catheters noted an unknown clear substance inside the catheters. A document-based investigation evaluation was performed. One potentially related nonconformance was recorded; all affected devices were identified prior to distribution. Two additional complaints were received for this product lot which were determined to be unrelated to this event. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device specifications or quality control procedures. Current controls are in place to mitigate the occurrence of this failure mode by inspecting the device prior to device distribution. The device is packaged with instructions for use which state, ¿one cell mouse embryo tested and passed with 75% or greater blastocyst rate. Usp endotoxin (lal) tested and passed with 20 EU's or less per device. Testing is conducted on a lot-to-lot (batch) basis.¿ based on the information available, investigation has concluded that the event is most likely attributable to a manufacturing issue. There is potential that the unknown substance is either defects within the material or the silicone based medical tipping fluid. Testing for a previous, closed CAPA investigation shows that the medical tipping fluid is not embryotoxic and will not impede cellular growth. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an embryo transfer procedure, 4 guardia access embryo transfer catheters had an unknown oil-like substance on the inner wall. The procedure was completed by using another new device. The issue with these devices, was discovered prior to making contact with the patient and they were not used. No adverse effects have been reported due to the alleged occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 22ul2020: the catheters were rinsed with sydney ivf blastocyst medium. The patient was negative for covid-19.